Manufacturer narrative:
This report is being submitted out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
The patient underwent a right transcarotid artery revascularization. Post-procedure, the patient had some left-sided weakness and then developed dysphasia. A post-opreative CT was performed and confirmed a stroke. The physician believes that the incident occurred during access to the right proximal common carotid artery due to some minor calcium near the access site or from the 0.035" wire hitting the lesion during procedural insertion of the sheath. Access was noted to be very difficult due to tortuosity in the proximal common carotid artery and the resulting short length of the vessel between access and the lesion.